Event description:
Problem with suction catheter tubing appearing to be kinked upon first examination of product after opening packages. Some product users have had problems with catheters not suctioning well or the tubing collapsing during use. Problems appear to be related to packaging. Several catheters from different lots affected.